Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device broke during the procedure. No pieces were left in the joint.

Manufacturer narrative:
Alleged failure: anchor external shaft broke and disconnected from handle. The problem was not identified until the suture was passed through the eyelet and the anchor, placed over the patient, and pressed into the transport cannula. At this point the external shaft slid completely off and away from the anchor handle. The failure(s) identified in the investigation is consistent with the complaint record. The root cause is a manufacturing issue. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the device broke during the procedure. No pieces were left in the joint.